Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 48-49 mg/dl. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Customer confirmed that the cause of the low bg was due to delivering an intended bolus amount and which was too much insulin for the amount of carbohydrates consumed. Customer consumed carbohydrates to address low bgs. By the end of the call, the customer's blood glucose level increased to 93-94 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.